Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. We are not entirely sure but we assume that a user error not related to the dispersive electrode might have lead to the incident. This assumption is based on a report of a company representative, who has visited the hospital in january and was able to discuss the matter with the responsible senior physician. It turned out that the same incident has occurred with a dispersive electrode provided by the manufacturer of the electrosurgical generator. The physician thus considers a user error as the possible root cause for the incident(s). Based on the provided information we do no longer consider the dispersive electrode contributive or causal to the incident and therefore close the investigation. Device was discarded after the procedure.

Event description:
On (B)(6) 2016, we have been informed about an incident during an electrosurgical procedure (papillotomy) in (B)(6). An erbe generator and a skintact dispersive electrode wr21 were used. The electrode was placed on the backside of the left thigh. The patient was lying in prone position and was not repositioned. The body type of the patient was described as normal and the skin as normal. The patient skin was not cleaned, not shaven, not dried and not disinfected. No ointment had been applied. The power setting was described as "standard papillotomy monopolar socket forced 60w" and was not raised. The hosptial stated that the dispersive electrode adhered well to the patient. The patient felt pain and suffered from twitching muscular contractions during the intervention. The reporter stated that an uncontrolled incision and an uncontrolled application of power occurred. She suffered no burns. The involved dispersive electrode was discarded after the procedure. Forty eight hours afterwards an abdominal CT imaging procedure was performed. A retroperitoneal perforation of the duodenum was discovered. It was reported that no damage of the skin was notable and no medical treatment was necessary.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. It is unclear, in what way the complainant considers the dispersive electrode contributive or causal to the incident. A sudden change of power might be caused by a dispersive electrode losing contact to the skin. This has not been reported to us and no burn was detected underneath the electrode (which also could be a consequence of an electrode not sticking properly). However, there are other potential causes for loss or reduction of power not associated with a dispersive electrode. As no further information has been made available to us despite of repeated efforts (questionnaire, repeated emails), no further conclusion can be drawn at this stage. We have been trying to set up a visit of a product specialist to the complaining user facility but have not yet been given a date for such a visit. We will report any further results of our investigation in a follow-up report. Device was discarded after the procedure.

Event description:
On november 21th, 2016, we have been informed about an incident during an electro surgical procedure (papillotomy) in (B)(6). An erbe generator and a skintact dispersive electrode wr21 were used. The reporter stated that an uncontrolled incision and an uncontrolled application of power occurred. The patient felt pain and suffered from twitching muscular contractions. She suffered no burns. The involved dispersive electrode was discarded after the procedure. No information about the precise placement site of the electrode on the skin, how the skin was prepared, the generator model, the power settings, the nature of the uncontrolled power application, whether the electrode adhered well to the skin and the nature of the pain the patient felt have been disclosed to us yet despite of repeated requests.